Event description:
A caregiver contacted baxter and during the call mentioned that the patient had peritonitis. No further information is available at this time.

Manufacturer narrative:
The reported sensing anomaly was confirmed. R wave amplitude dropped off after the patient's ventricular lead was replaced. It is believed that the drop in r waves occurred because of a lead connection issue. Device measurements of r waves were performed at varying amplitudes and rates; no anomaly was found. The vtip setscrew would not tighten to full torque due to septum material in the hex cavity, and the hex cavity was found partially stripped. Once replaced, the setscrew functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic with sensing issues. Low r-waves of 1.7mv were observed during device interrogation. However, when the lead was tested with the psa cables, the r-waves were 4.7mv. Anomaly with the device was suspected. The device was explanted.